Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was informed to call back if any malfunction code reoccurred and acknowledged the instructions.